Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer was able to charge the pump with an alternate usb cable. There was no reported adverse impact to the customer¿s blood glucose.